Manufacturer narrative:
The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "infection and rupture". Later patient reported "rupture", "developed fluid underneath" and "had an abscess". This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported "infection and rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.